Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device displayed a remaining longevity of one and a half years and a magnet rate of 100ppm at last check which was approximately three months ago. However, device interrogation today revealed the device had declared elective replacement time (ert). A boston scientific technical services consultant documented and discussed the clinical observations with the caller and could not explain the cause of ert declaration. The device remains implanted at this time.the root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. The device was subsequently explanted. No additional adverse patient effects were reported.